Event description:
It was reported that pump charging cable had to be positioned a specific way for pump to hold charge and that pump warranty had expired, with customer stating pump could not be repaired or replaced and declining further troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event and no further action was taken by technical support at that time.